Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. The option-lok male adapter of the tubing set was connected to the hub of the patient's peripheral IV catheter. After an unspecified length of time, it was reported that the connection of the option-lok make adapter of the tubing set and the patient's IV access site was noted to be "coming apart" and was loose. The customer contact reported that solution leaked and an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.